Event description:
It was reported that this right atrial (ra) lead exhibited a high out of range pace impedance measurement greater than 3000 ohms and recorded a lead safety switch. Technical services (ts) noted that noise was also present and discussed it appears to be an outer conductor fracture. Ts recommended ra lead revision. This ra lead remains in service. No adverse patient effects were reported. Additional information was received, this right atrial (ra) lead was extracted and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited a high out of range pace impedance measurement greater than 3000 ohms and recorded a lead safety switch. Technical services (ts) noted that noise was also present and discussed it appears to be an outer conductor fracture. Ts recommended ra lead revision. This ra lead remains in service. No adverse patient effects were reported.